Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z., the suction tubing snapped off when the surgeon tried to secure it into the groove of the handle. The acrobat was replaced and the procedure completed. There is no reported harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). Analysis of production (3331/213 & 67): the DHR of the reported lot 3000174221 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate he suction tube is normal without damage or break. Trend analysis (4110/213 & 67): in the last 12 months, 10th dec 2020 to 10th dec 2021, the occurrence rate is found to be approximately (B)(4). There¿s no similar complaint for this reported lot 3000174221. Historical data analysis (4109/213 & 67): the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z., the suction tubing snapped off when the surgeon tried to secure it into the groove of the handle. During the tightening of the device for stability, the wire inside snapped and the whole thing came apart. The acrobat was replaced and the procedure completed. There is no reported harm to the patient.